Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a prismaflex set became disconnected during continuous renal replacement therapy with a prismax machine and resulted in blood loss for the patient. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.